Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A biomedical technician (biomed) at a user facility reported that a fresenius 2008t hemodialysis (hd) machine had a burned power cord. The burned board was noticed during testing when the machine had low flow and low conductivity issues. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The machine has 3514 hours and the power cord was the original fresenius part on the machine. The biomed reported that there was no damage observed on any other components, or any other additional issues, associated with the burned power cord. The biomed replaced the power supply/power cord, which resolved the issue. The unit was returned to service at the user facility without issue and without reoccurrence of the event. The power cord was reported to be returned with the field service technician (fst).

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. No cause was confirmed by an on-site evaluation from the regional equipment specialist (res). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Plant investigation: the power supply was returned to the manufacturer for evaluation. The power supply was received with no discrepancies on the power control board, transformer, capacitors (c1 and c2), relay, and rectifier. No damage was found on the wires of the power supply. The power plug is damaged with signs of thermal event (arcing) on the hot and ground prongs. The plastic molding appeared to be melted and charred. The reported issue was confirmed. There is no damage found on the neutral prong. A continuity test passed on all three wires (hot, neutral, and ground) of the power cord. Measurements was taken from end to end (prong to end of wire). Measurements were taken across from each wire of the power cord (hot to neutral, hot to ground, and neutral to ground). The resistance across each wire reads ¿open¿, as expected. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements.